Manufacturer narrative:
Date of event: (B)(6) 2021. Report date: 10feb2021.

Event description:
The customer called into technical support (ts) reporting an error alarm is displayed. Alarm led is permanently grayed out in touch option. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.

Manufacturer narrative:
G4:22mar2021. B4:02apr2021. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced the front bezel and the ui pm pcba cable to resolve the reported issue. Unit passed required performance verification tests per philips standards. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:21apr2021. B4:26apr2021. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. The unit continued to be used with various patients despite the failure, suggesting that the user bypassed the failure which was announced to the user during post; nevertheless, they continued using the unit. The fse verified that the unit was not yet on a patient when the error message and alarm were presented to the user. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The review of the drpt confirms that every alarm led failure occurred during post and audible alarm functionality was verified with every occurrence. The fse verified that the error message was appropriately displayed on the screen alerting the user of the failure with every post occurrence. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The removed front bezel was returned to the failure investigation (fi) lab. A visual inspection of the front bezel revealed no evidence of damage or contamination. The fi technician installed the front bezel into a fi ventilator to duplicate the reported issue. The broken trace on the alarm (red) led caused the led not to illuminate, giving e/c 1105 alarm (red) led failed.

Manufacturer narrative:
G4: 30apr2021. B4: 30apr2021. H11: it was confirmed that the problem was observed prior to patient use during power on self-test, there was no patient involvement when the alarm occurred. The unit continued to be used with various patients despite the failure, suggesting that the user bypassed the failure which was announced to the user during post; nevertheless, they continued using the unit. The fse verified that the unit was not yet on a patient when the error message and alarm were presented to the user. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.